Manufacturer narrative:
Concomitant medical product: lnq11 cardiac monitor; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/ near syncope. The right atrial (ra) lead exhibited an increase of thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.